Event description:
The customer reported to olympus, the oes evis exera iii gastrointestinal videoscope channel tested positive for 6 colony forming unit (cfu) of acinetobacter lwoffii on (B)(6) 2023. All the channels tested positive for 3 colony forming unit (cfu) of stenotrophomonas maltophilia on (B)(6) 2023, air/water channel tested positive for 2 colony forming unit (cfu) of stenotrophomonas maltophilia on (B)(6) 2023. The auxiliary channel tested positive for 8 colony forming unit (cfu) of escherichia coli and stenotrophomonas maltophilia and suction channel tested positive for greater than 300 colony forming unit (cfu) of escherichia coli on (B)(6) 2023. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the require target levels established by the french regulation of july 4, 2016. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer suctions water out of the channels and flushes out the air/water channel, and auxiliary washing channel. During manual cleaning, the customer used salvanios detergent with lta medical (ref: (B)(4)) brush to brush and clean the operating channel, the operating channel port, and the distal end/area around the forceps elevator. The customer reported that the scope was not manually disinfected. For automated endoscope reprocessor (aer) treatment, the soluscope 4 washer along with soluscope cln detergent and soluscope paa disinfectant was used. The scope was stored vertically in a cabinet without a drying function and olympus is the customer¿s maintenance company. The scope was not sterilized. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, distal end cover scratched, angle rubber glue separated, switch box unit discolored, plug unit damaged housing, scope connector cover corroded, right left /up down knob angulation play, right left /up down knob angulation less or specified value, biopsy channel incised/cuts, and charged coupled device grainy image. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - brushing was not performed for suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed and the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.